Event description:
While attempting to defibrillate a patient (age unknown) the device failed to discharge on the second attempt to delivery energy (joules unknown). Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.